Manufacturer narrative:
Follow-up #1 03/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: none of the pump history from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Also unrelated to the complaint, the display screen was found to be faded.

Event description:
The pt reported experiencing hypoglycemia (34mg/dl). The pt reported taking her usual bolus, and her blood glucose level dropped. The pt reports experiencing no symptoms. The pt was drinking a breakfast shake and finished. The pt tested ber blood glucose upon completion of the shake and her blood glucose was 173mg/dl.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.